Event description:
It was reported that patient underwent rotator cuff repair procedure utilizing a suture anchor in 2009. During the procedure, the anchor would not release from the inserter shaft and could not be used. Another anchor was available and implanted in its place.

Event description:
It was reported that patient underwent rotator cuff repair procedure utilizing a suture anchor on (B) (6) 2009. During the procedure, the anchor would not release from the inserter shaft and could not be used. Another anchor was available and implanted in its place.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.this report filed september 28, 2009.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. Evaluation of the returned component found evidence that a section of the white suture that was routed inside the anchor was slightly flattened as though it was pinched between two surfaces. The suture being pinched between the anchor and inserter shaft likely caused the issue. This could have happened while placing the anchor on the suture shaft.